Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(6) 2020: it was reported that this system was explanted on (B)(6) 2020. There is currently no indication that a new system has been implanted. Should additional information be received, this file will be updated. Bleeding and swelling in the area of the device pocket was observed following the implantation of this biotronik device. Therefore the ICD as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Manufacturer narrative:
(B)(6) 2020 - it was reported that this system was explanted on (B)(6) 2020. There is currently no indication that a new system has been implanted. Should additional information be received, this file will be updated. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient presented with bleeding and swelling localized to the device pocket. Infection was noted as a potential cause, but this has not been confirmed. It was reported that pocket revision was scheduled for (B)(6) 2019, but no further information has been received. No information regarding revision or explant has been provided. Should additional information become available, this file will be updated.